Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Device received with corroded battery tube noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had prime rewind anomaly. The blood glucose level was 298 mg/dl. The troubleshooting was performed for prime rewind. The customer reported that the drive support cap was protruded. The customer was advised to discontinue use of the pump and revert to a backup plan. The insulin pump will be returned for analysis.